Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the technical support specialist (tss) reviewed the data sync logs and confirmed that there was no variation in the change-tracking version, indicating that the station had no new data to upload during the period checked. To proceed with troubleshooting, the tss asked the customer whether the missing transactions were related to patients or orders. The customer later responded that the issue had resolved on its own, stating that the pyxis machine must have temporarily had difficulty uploading to es but were then showing all expected transactions. The system functioned as intended and technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, transactions were missing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.